Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, shortness of breath, nausea, dizziness, confusion and nasal congestion. There was no report of serious or permanent patient harm or injury. The patient also alleged that the device is noisy and had incorrect settings. The device has returned to the manufacturer but not evaluated yet. A follow-up report will be submitted when the manufacturer's investigation is complete.